Event description:
Same case as 2134265-2015-01732, 2134265-2015-01922, 2134265-2015-01923, 2134265-2015-01924. It was reported that automatic pullback failure occurred. A motor drive unit (mdu) was used in conjunction with an unspecified imaging catheter and a sled to view an unspecified target lesion. During procedure it was noted that the physician could not execute automatic pullback. The physician decided to change the sled and the catheter but problem still persisting and had to perform it manually. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).